Event description:
A (B)(6) female patient contacted zoll customer support to report that the monitor was squealing. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (squealing) has been confirmed. As received, the monitor was able to properly detect and treat. However, upon evaluation, the monitor was only able to power on intermittently. The cause of the squealing and intermittent power is lack of power from the +1.8pxa, +3pxa, and 2.7v lines. The cause of lack of power is likely an intermittent connection at bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is currently underway. No adverse event resulted form the defective monitor. The patient received a replacement monitor.